Event description:
During a routine ob pelvic examination of a 38 week pregnant pt, the medium size disposable vaginal speculum broke. The physician had inserted the speculum as normal and when he clicked the speculum open, he heard a snap and the speculum broke into 2 pieces. He closed the speculum and removed it and the broken piece. The speculum had a jagged sharp break of the bottom bill. The customer did not provide a pt identifier.

Manufacturer narrative:
This device has not been returned to welch allyn for eval. A follow-up report will be submitted when the eval is complete.